Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that battery corrosion was observed during explant, and the stimulator had reached end of service. The inside of the battery pocket appeared "plasticky." No symptoms, complications, adverse events, illnesses, infections, irregularities, or deaths were reported for the patient. The physician had no concerns regarding the neurostimulator pocket or the patient's health following explant. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Product analysis (B)(4): analysis of the ins observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis of the lead (lot # v015722) identified that the #0 #1 #2 #3 #4 #5 #6 #7 conductors was/were broken in the body of the lead within 10 cm of the connector area. Continuation of d10: product ID 377675 lot# v015722, implanted: (B)(6) 2007, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.